Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's right hip was revised. As reported by rep: "this patient's musculoskeletal comorbidities resulted in multiple dislocations of the hip, requiring revision of the acetabular components (shell, screws, x insert, femoral head). No complaints were made regarding the components themselves." Spoke to rep. The biolox delta ceramic head was dislocating from the x3 0° poly insert. There are no allegations against the revised stryker devices.